Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited early battery depletion and inappropriate rates. The patient is noted as moderately pacemaker dependant.